Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with two implantable neurostimulators (ins), and it was reported that the recharger wasn't turning on. The patient later stated she got it to turn on briefly but it would not recognize being plugged into the wall and would not take a charge. It was determined that the connector pin was damaged. The patient stated the recharger was able to briefly charge before the screen would go blank again. Additional information received stated that patient's left ins would not take a charge. The patient thought that the recharging equipment had been causing this problem however the recharger and the desktop charger were replaced and she was still having issues getting the recharger antenna to connect to the ins. Sometimes the patient would see the reposition antenna screen, sometimes the patient could get 8/8 coupling, but other times the patient would only get 2/8 or 3/8 coupling. The patient reported often having problems with the left implant and reported equipment issues and problems not picking up the charging signal and stated it was "one thing after another with the left side". The patient was unable to clarify. The patient mentioned a recent fall, but stated it occurred after the coupling problem started. The patient planned to be seen by her healthcare provider (hcp) to have the device checked and the system x-rayed, and confirmed an appointment. The patient reported these issues had been on and off since implant. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for chronic low back pain and non-malignant pain.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the ins that was implanted on the left side in 2016, was explanted sometime in 2017. The patient did not know exactly why the ins was explanted but thought maybe it was due to the left ins not recharging right. The patient also confirmed that the lead wires were not taken out. No further complications were reported or anticipated.